Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4)- reuse. Electrode belt (B)(4), 05/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 190 bpm contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt will continue wearing the lifevest.